Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wrist cable. The procedure was completed with no reported injury. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wrist cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint of the broken wrist cable. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation not reported by site that is not related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The fenestrated bipolar forceps passed the electrical continuity test. The complaint regarding broken wrist cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided images is consistent with the complaint of a broken wrist cable. This complaint is a reportable event due to the following: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.